Event description:
It was reported that a patient underwent a robotic hysterectomy procedure on (B)(6) 2012. The blade on the device stopped advancing after 20 minutes of use. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-04427. The same patient is represented in each medwatch.